Manufacturer narrative:
.

Event description:
It was reported on 05/05/2016 that this patient has passed away. An online obituary states that this patient passed away on (B)(6) 2005. The obituary states that she passed away at home. The patient's last known neurologist has no information in regards to prior appointments, patient status or device. The last visit was over 10 years ago. No additional relevant information has been received to date.